Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/27/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually boot up; therefore the receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The data log was downloaded directly from the ui pcba board and found errors after manual shutdown. The reported event of receiver ceased to function could not be confirmed during log review. A root cause could not be determined.